Event description:
It was reported that during a da vinci s thyroidectomy procedure the tips of the harmonic curved shears insert accessory broke off and fell into the patient. The piece was retrieved and the planned surgical procedure was completed with a replacement insert. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The insert was returned and evaluated. Per the customer reported complaint, engineering observed that the clamp arm was missing from the distal end and one side of the hinge feature that accepts the clamp arm pin is bent. The evidence is not conclusive, however, it appears that the damage was most likely due to hyperextension of the clamp arm or other mishandling. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. - do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.